Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visual and optical examination reveals approximately ~3mm of tip has been broken off, co nsistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow; additionally, plastic deformation of the tip is noted just below fracture surface, consistent with torsional overload. A review of the device history records did not identify an applicable nonconformance to specification.

Event description:
It was reported that the tip of the driver was damaged. No patient complications were reported.